Event description:
It was reported that, during a shoulder cuff repair surgery, the twinfix suture was breaking up, after knotting. It was fractured. The anchor was removed. The procedure was successfully completed without a significant delay using the backup device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the sutures found that a material certification is required with each lot. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and the sutures were not returned. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. Therefore, no further medical assessment is warranted at this time. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that, during a shoulder cuff repair surgery, the twinfix suture was breaking up. The procedure was successfully completed without a significant delay using the same device. No further complications were reported.